Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device confirmed the reported clinical observation as the analysis identified a connector fracture. The fiber was received in one piece. There was no abnormality identified on the fiber body. Microscopic inspection of the fiber tip indicated it was damaged and burned. Analysis identified the light exiting the connector face was distorted, indicating a connector fracture. The aiming beam was weak. The following message was displayed: error 67 expired treatments used: 1 treatments left: 0. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Regarding, the fiber tip being damaged and burned, it is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip damage. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the light was not irradiating, and the aiming beam was not coming out. Sometimes, it is not emitted from the start. The device was rebooted, and the aiming beam came out again. The procedure was completed using another fiber without patient complications. Analysis of the returned device identified a connector fracture.